Event description:
It was originally reported that the pt's battery depleted after 10.5 months. The pt experienced stimulation in the wrong location and never having therapeutic effect. She had to be sitting up in order to feel any stimulation. The pt visited her physician and a company rep in regards to this event. She was still having problems with her device system. Her device was either defective or it was not changed completely when it was implanted. She experienced acute pain. Her device "never really helped anyways". She experienced a shocking or jolting sensation when bent over. She received an end of service message 3 months ago. She was at home. Additional info has been requested from the hcp.

Manufacturer narrative:
(B)(4).